Event description:
A customer reported that a pt death occurred, and has requested a review of the log files to determine whether there is evidence of a heart rhythm and what the alarm parameters were set at. There is no allegation of equipment malfunction, however, ge healthcare's investigation has not yet been completed. A follow-up report will be issued when the investigation has been completed.